Event description:
The customer reported an issue with his freestyle blood glucose meter which suggests the memory overwrite malfunction has occurred. The customer reported he experienced the following symptoms: "weakness, sweats and dizziness". No third party medical intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.